Event description:
Procedure: laparoscopic nephrectomy. According to the reporter, a balloon was not expanded, so it could not be set in place. The operating time was not extended. There was no tissue damage. Nothing fell into the cavity. No bleeding. No patient harm. No further incident.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).